Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on (B)(6)2019: section b. Box 5. Describe event or problem results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 15.0, 56.5, 58.0, and 99.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked. If the device is forcefully manipulated or mishandled during preparation, damage such as a kink may occur. Further evaluation of the returned smart coil revealed that the embolization coil had offset coil winds. The offset coil winds were likely incidental to the reported complaint. The smart coil introducer sheath and the rhv identified in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the smart coil pusher assembly became kinked prior to inserting into the rotating hemostasis valve (rhv); therefore, the smart coil was not used in the procedure. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the smart coil pusher assembly became kinked while attempting to place in the rotating hemostasis valve (rhv); therefore, the smart coil was removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.